Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an allied health professional (ahp) from the intensive care unit (ICU) called in for a review of the patients monitor strips regarding the patient's cardiac resynchronization therapy defibrillator (crt-d). The ahp indicated the patient was in the ICU due to altered state / mental status and their blood pressure is low, potassium (k+) and magnesium levels were low. The ahp describes pacer spike all over strips and questions if appropriate function. Strips were reviewed by qualified personnel, but a definitive determination could not be made by the strips alone. Follow up was conducted but no further information was ascertained. The device remains in use. No patient complications have been reported as a result of this event.